Event description:
Plaintiff alleges being diagnosed as suffering from latex allergy. She alleges suffering from severe emotional distress and an inability to engage in her normal activities. She alleges suffering physical injuries including allergic rhinitis, shortness of breath, itchy and watery eyes, wheezing, facial swelling and urticaria as well as great despair and loss of enjoyment of life. Plaintiff's husband alleges loss of consortium of his wife.